Event description:
Event description guidant received information that this pacemaker, which was included in a recent field advisory regarding failure mode 1, was explanted more than one year ago for an unknown cause. This patient's wife recently reported that it was explanted after her husband had an syncopal episode and it was replaced with a competitor's defibrillator device.